Manufacturer narrative:
We are now investigating this case.

Event description:
Adverse event: knee swelling. Knee pain. In 2008-(B)(6)- a female pt started artz dispo injections for osteoarthritis. On 2010-(B)(6)- she received artz dispo injection at the age of (B)(6). In 2010 - she complained swelling of the knee and pain. She hasn't been to her injection physician yet. She was admitted to a neighboring hosp. She was receiving diuretic treatment at another clinic. Her condition was diagnosed as pseudogout. The culture test was performed based on the fact that another pt received artz dispo and xylocaine on 2010-(B)(6) was positive for (B)(6). On 2010-(B)(6)- the culture result was positive for (B)(6). On 2010-(B)(6)- she was in the hosp and continued to receive joint lavage.